Event description:
Customer stated that the product was not working and was over-heating. There is no further info on pt involvement. There was no adverse consequences reported.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed that the rotor got stuck in the bearing and the housing was over-heating.